Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl) and 255 mg/dl, while using the suspect device. Pt indicated that, based on the value of 255 mg/dl, he delivered 50 units of 70/30 insulin. No resultant injury was reported. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.